Event description:
Patient's attorney reported; 2006, the pt underwent a ventral peristomal incisional hernia repair procedure with non-recalled composix kugel mesh patch. In 200, the mesh patch was explanted and the hernia was repaired. Subsequently- the patient developed bilious drainage from the healing midline incision and was diagnosed with an enterocutaneous fistula. The following month, the pt underwent surgery to repair a fistula and resect the small bowel.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.